Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (422 mg/dl). The customer was not sure what caused the high bg. New test strips were used and the bg still showed high (294 mg/dl). A pump system check was performed and no device issues were identified. The customer was to change out the pump supplies if the bg continue to remain high. A corrective bolus was delivered to address the bg level and the customer declined tandem technical support's offer to follow-up.